Event description:
Philips received a complaint on the v60 ventilator indicating that the check button was not working during preventative maintenance. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer communicated to the remote service engineer (rse) that because of the check button issue they could not get the device into diagnostic mode. The rse advised the customer to open up the user interface (ui) assembly and check the cable from the ui printed circuit board assembly (pcba) to the switch pcba. The customer called the rse back and confirmed that the issue was solved by reconnecting the ui pcba to switch pcba cable. The device was working properly and was able to get the device into diagnostic mode successfully several times. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.